Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent lateral episiotomy in (B)(6) 2014 and suture was used following a dystocia. Approximately two weeks post-operatively, the surgeon noted the wound ruptured with sinus. The surgeon removed the suture, cleaned the incision and closed with suture. The patient has been discharged.